Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 59 mg/dl. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injections are available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen issue was verified. Based on the analysis, the alleged cgm error issue could not be verified.